Event description:
It was reported that the patient presented for a left atrial closure device placement. Post procedure, it was noted that the right ventricular lead exhibited loss of capture. The patient experienced asystole with dizziness. The lead was capped and replaced on (B)(6) 2022. The patient was stable.